Event description:
A high readings issue was reported with the adc device. A caregiver reported customer received high readings from the sensor scan in comparison to unspecified readings obtained on an adc meter. As a result, the customer experienced hypoglycemia with symptoms described as a seizure and a loss of consciousness and was unable to self-treat. The customer required non-healthcare provider administration of glucagon, sumo (juice), and (glucose) gel for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.